Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records

Event description:
The user facility reported an impella cp was implanted in a 62-year-old male patient for mechanical circulatory support. It was reported that during impella support, the patient experienced an impella cp alarm after rolling while in the ICU. The physician was able to get the pump back in the correct position with echo guidance and j-wire technique.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.